Event description:
Caller reported a malfunction on the pump, specifically noting malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump.